Event description:
On november 16, 2020, the patient contacted lifescan (lfs) us, alleging that her onetouch verio flex meter read inaccurately high compared with other readings from the same meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began on november 15, 2020 at 20:30. The patient reported obtaining alleged blood glucose readings of ¿199 mg/dl at 20:30, 139 mg/dl at 20:35 and 190 mg/dl at 20:40¿ with the subject meter. The patient informed the cca that she manages her diabetes with insulin (self-adjuster) and stated that on november 15, 2020, she took an increased dose of insulin (the patient refused to provide further details) in response to the results. The patient reported that she began to feel ¿sleepy¿ afterwards. During the night the patient¿s husband had to wake her due to her blood sugar being low, the patient then self-treated with food/drink to raise her blood sugar. There was no report of any professional medical treatment/intervention received as a result of the alleged issue. The patient denied using any other device to test her blood glucose. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. No control solution test was performed by the customer. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.